Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by manufacturer. The complaint device was received for product analysis. A visual inspection revealed no issues with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon identified a pinhole leak 4mm proximal to the distal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Bumper tip showed no signs of distal tip damage. No issues or damage was noted with either markerband. During functional testing, the device was attached to an encore inflation unit and the balloon was observed to have a pinhole leak. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 20mar2025. It was reported that device was leaking gas. A 10mmx2.50mm wolverine cutting balloon was selected for use. During the procedure, inside the patient, it was reported that device was leaking gas. The procedure was completed with another of the same device. No complications were reported, and patient is stable after the procedure. However, device analysis revealed that microscopic examination of the balloon identified a pinhole leak 4mm proximal to the distal markerband.